Manufacturer narrative:
Device evaluated by MFR: fg,promus premier,us, mr 2.50x16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The 6 most proximal stent strut rows appear undamaged and crimped correctly in position; the remainder of stent was damaged and stretched distally such that the distal edge of the stent was in contact with the distal edge of the device tip. The undamaged section of the crimped stent outer diameter (od) was measured which is within maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip revealed tip damage which appeared to have been caused by the distal edge of the stretched stent coming in contact with the tip. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03359. It was reported that stent damage occurred. A 2.50x16mm promus premier¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation, the stent came out of its hoop with the edge of the stent struts deformed. The device was not used inside the patient. A 3.00x38mm promus premier¿ drug-eluting stent was then advanced to treat the lesion. However, during the procedure the device became stuck with the non-bsc guide extension catheter. The procedure was completed using a different device. There were no patient complications nor harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03359. It was reported that stent damage occurred. A 2.50x16mm promus premier¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation, the stent came out of its hoop with the edge of the stent struts deformed. The device was not used inside the patient. A 3.00x38mm promus premier¿ drug-eluting stent was then advanced to treat the lesion. However, during the procedure the device became stuck with the non-bsc guide extension catheter. The procedure was completed using a different device. There were no patient complications nor harm reported.